Event description:
Internal #v97192.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The cause of the reported problem was found to be due to damaged insulation on a wire inside the interconnection cable between the pnuematic and electronic sections. Due to a low fault frequency for this cable, no further actions will be taken at this time.